Event description:
It was reported that the unit is displaying an e-1 error. It was further reported that the unit will not come off standby.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.